Event description:
The account reported the brakes are not holding. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint number (B)(4).

Manufacturer narrative:
The technician found the brakes are not holding due to a brake cable assembly is stretched, most likely due to normal wear and tear. The technician replaced the brake cable assembly to resolve the issue. Based on this information, no further action is required.